Manufacturer narrative:
The product was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The heli-coil was coming out of the right side starburst threaded hole. General maintenance and cleaning required. The reported complaint was confirmed. The root cause was due to worn and damaged parts.

Event description:
A customer reported that on unspecified date, an a1059 mayfield modified skull clamp lock has both lateral and rotational movement while locked. There was no patient injury and no delay in surgery reported. Additional information has been requested.